Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter folded in itself and could not advance. The procedure was completed with another same device. No patient complications were reported.